Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total elbow arthroplasty on (B)(6) 2006. Subsequently, a revision procedure occurred on (B)(6) 2015 due to the ulna pin backing out. The ulna bearing, pin and humeral condyles were removed and replaced.

Event description:
It was reported patient underwent a left total elbow arthroplasty on (B)(6) 2006. Review of radiographs revealed a loose locking pin. There has been no reported revision procedure to date.